Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, there was difficulty crossing the aortic valve with a 26mm sapien 3 ultra transcatheter heart valve due to calcified native leaflets. The annulus was ballooned from the contralateral side. The decision was made to remove the delivery system, valve and sheath as a unit. All volume was removed from the delivery system balloon prior to withdrawal. There was coaxial alignment of the delivery system upon re-entry into the sheath, and the delivery system was unflexed. However, the operator was unable to withdraw the valve into sheath. The valve and delivery system were getting stuck at the distal tip of the sheath. Perceived root cause is the valve became slightly flared by pusher when trying to cross the valve due to calcification of the aortic valve and leaflets. Valve and delivery system were pulled back to the femoral and a cutdown was performed. A new valve, sheath, and delivery system were opened. The annulus was ballooned with a 22 non-ew balloon, and the new delivery system with valve was able to cross. The valve was successfully implanted. Patient was stable and tolerated the procedure well. There was no patient injury. No damage was observed on any of the devices.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional codes added to the h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting difficulty/inability withdrawing catheter with crimped valve through patient vasculature or through the sheath have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors, non-coaxial withdrawal, altered crimp profile, damaged sheath, not centering the thv on the flex tip, and/or withdrawing the thv through the sheath hub. The difficulty withdrawing the commander delivery system through the sheath resulting in femoral cutdown was unable to be confirmed. Available information suggests that procedural factors (thv not centered on flex tip, altered valve profile) likely contributed to the event as it was reported, "the valve became slightly flared by [the flex tip] when trying to cross [the annulus]". Withdrawal of a crimped thv that has had its profile altered due to damage (such as bent inflow/outflow struts), or slight flaring as reported, can cause additional resistance during withdrawal, as the larger profile may interact with the sheath tip. Additionally, if the thv is not centered on the flex tip, the proximal end of the thv may be exposed to the environment and cause it to become caught on the sheath tip during withdrawal, as reported. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.